Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected, and functionally and battery tested. Inspection revealed that the fuse was blown; the cause was due to electrical discharge. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a blown fuse. There was no patient involvement. No additional information is available.